Manufacturer narrative:
Qn (B)(4).

Event description:
The complaint is reported as: "the doctor use cs-27702-e (coated central venous catheter) with patient in ward so when they inserted for 5 min, the allergic show in the skin of patient. So, doctor will change the item from cs-27702-e to the uncoated cvc (cs-17702-e). Then the allergic didn't occur again." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Additional information received from customer: "the allergic symptom had only a rash on the skin, then clinician decided to remove catheter.". Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the doctor use cs-27702-e (coated central venous catheter) with patient in ward so when they inserted for 5 min, the allergic show in the skin of patient. So, doctor will change the item from cs-27702-e to the uncoated cvc (cs-17702-e). Then the allergic didn't occur again.". The patient's condition is reported as fine.